Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the cartridge has been evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A visual inspection of the cartridge was performed with no defect found. A leak test was performed and no leaks were observed from the luer connection, o-rings, or other parts of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission 08/01/2013 -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was getting loss of prime warnings. The reporter stated that when the patient reviewed the pump, cartridge, and tubing, the patient noted a smell of insulin in the cartridge compartment. The reporter indicated that on one occasion the luer connection of the cartridge broke. This report is made based on the allegation that the cartridge compartment smelled of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.